Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 37% to 12% in a three month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 37% to 12% in a three month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects. In april, when the device was planned to be replaced, it was reported that the patient had a xiphoid decubitus/sore and local infection from a stitch in that location. Therefore, the device replacement was not performed. The estimated remaining longevity was currently 9% and the device is functioning properly. New device data was submitted to technical services for review and a new 90-day replacement window was provided. It was noted the device may reach elective replacement indicator (eri) or end of life (eol) battery status in that time, but therapy would remain available. The device was explanted and replaced about two months later, with no change to the chronic electrode. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 37% to 12% in a three month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects. In (B)(6), when the device was planned to be replaced, it was reported that the patient had a xiphoid decubitus/sore and local infection from a stitch in that location. Therefore, the device replacement was not performed. The estimated remaining longevity was currently 9% and the device is functioning properly. New device data was submitted to technical services for review and a new 90-day replacement window was provided. It was noted the device may reach elective replacement indicator (eri) or end of life (eol) battery status in that time, but therapy would remain available. The device was explanted and replaced about two months later, with no change to the chronic electrode. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.